Event description:
Neuropathy - numb from knees down, hands, fingers numb can't work. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1993 - 2008. Event abated after use stopped: no.